Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent over had chest pain had a mild heart attack, which caused the patient blood glucose elevated from 400 to 500 mg/dl. The patient was currently hospitalized and experienced event confusion feeling sick/unwell tired/weak extremity pain/cramps, therefore patient had received IV insulin drip and length of hospitalization was five days. The patient also had mild diabetic ketoacidosis and ketone bodies. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.